Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on upon office in house inspection, it was found that the instrument was broken. No previous cases was affected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3, b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a) product name: fem/tib extrac 11x7 3/4 in. "Tip of instrument (circled in photograph) is chipped/broken off". B) product name: pinn gb straight grater hndl "spring function of the grater handle is not functioning correctly, so that the device interaction with any grater reamer basket/head will not lock/will not hold". C) product name: driver. "Tip of the driver is broken into pieces". D) product name: attune mes sizing/rot gde. Clarified the written statement, "device still functional, just the white font numbering keeps on wearing out/not visible, making it difficult to see during surgery". E) product name: hp extract tib comp remover. "The top of instrument is broken off (see circled upright instrument)--it should look like the one lying on its side next to the broken instrument (circled part is the missing part)". F) product name: pinn straight cup impactor. "The end of the cup impactor (the strike surface) has broken off of the impactor". G) product name: actis broach sz 7. "The neck post on the broach is bent/deformed so that it gets stuck onto any broach handle it is attached to". H) product name: attune em tibial ankle clamp. "One of the ankle paddles on the ankle clamp is broken". I) product name: humeral stem pin punch. "One of the long spikes from the humeral stem punch is broken off and missing".

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.